Manufacturer narrative:
Eval summary: the liner type is unk. No activity level for the pt was given. Surgical notes were not available nor were the x-rays and test results mentioned in the report. Based on the info in the report, the most likely probable cause for the pain is poor system offset and version leading to incorrect leg length, rom, articulation and muscle tension. This is implicated in the report from the pt from the last set of x-rays mentioned. This issue could be caused by the positioning of the implants within the femur and acetabulum during surgery as well as with an improper head selection. It is also possible that the implants subside or loosen after surgery leading to poor positioning in the pt. The pt mentions that the pain has been present since surgery which would tend to implicate the original positions of the implants during surgery. However, without further info, an accurate assessment of the root cause cannot be identified. Eval codes: review of the device history records was not possible as lot numbers were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.

Event description:
It is reported that the pt has experienced continued pain with walking, bending and other movement. The condition has gotten much worse in the last four months with increased pain and difficulty walking even a few steps due to pain and inability to bear weight on my left leg. A recent x-ray indicates that the left hip is misaligned and that the left leg is now shorter. Revision surgery has been recommended.